Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the reported problem via the error log. The fse was also able to confirm the leaking wash probes which customer had addressed when the fse was at the site. The fse was unable to reproduce the tip complaint and there was no need to reproduce the wash leak since it was visible. The fse resolved the tip complaint by lubricating the main y, z axis. The fse also adjusted the tip and discard the position for main arm and ran get tip macro. The fse resolved the leak by replacing the wash probes. The instrument was validated by performing a quality control (qc). The qc results passed and was within published ranges. The aia-2000 analyzer is functioning as expected. No further action required by field service. The wash probes were returned to tosoh instrument service center for investigation. The wash probes were primed wash five times on the analyzer to replicate the wash leak issue. Waited a couple of minutes in between each wash priming to allow for any leaks to occur. The issue could not be replicated during wash priming. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from 31jul2019 through aware date (B)(6) 2020. There were no similar complaints identified during the searched period. Error messages states the following: [2061] tip detachment failure by main arm. Cause: a tip was detected by tip detachment check. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported tip detachment was that it needed adjustment and lubrication. The most probable cause of the leaking wash probes was unable to be duplicated.

Event description:
Customer reported an error tip detachment by main arm 2061 on the aia-2000 analyzer. The customer had rebooted and performed a version up; however, the error persisted. The solid waste was empty. The customer had also reported that wash probes 3 and 4 were leaking. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting alpha-fetoprotein (afp) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.